Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible fracture, insulation damage and impedance that has been trending up over the past few years. The lead was explanted and replaced. No patient complications have been reported as a result of this event.